Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2012 14:12:32. During night drain cycle six, the patient's ultrafiltration reading was 150ml, indicating the home patient (hp) drained 150ml more than their maximum programmed fill volume of 220ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is received, a follow-up will be sent.